Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator spontaneously powered down. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed error code 1101 in the diagnostic logs. Error code 1101 indicated that the device restarted due to anomalies detected during operation. These anomalies could include invalid or corrupted information, unanticipated situations, or object allocation errors, per the v60 service manual. The remote service engineer confirmed error code 3007 was not present. The remote service engineer advised the customer that the manufacturer's recommendation for resolution was central processing unit (cpu) printed circuit board assembly (pcba) replacement.

Manufacturer narrative:
The customer reported the requested part for replacement was received. The cpu (central processing unit) pcba (printed circuit board assembly) was replaced, and the issue was resolved. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.